Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence, leading to a surgical intervention. During the procedure, a cuff pinhole was identified; fluid loss was present. The existing aus was removed and replaced. No additional patient complications were reported.